Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare service representative. The unit was rebooted and the failure as not reoccurred. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.